Manufacturer narrative:
B5 clinical narrative updated. F1905 and f19 added to h6. The investigation is still ongoing.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old male patient with a past medical history of end-stage renal disease and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending artery (lad), left main (lm), and left circumflex arteries. During the procedure, a large hematoma was noted after peel-away sheath removal. The patient's international normalized ratio (inr) lab value was almost 4 at the time. The stick appeared to be high. Manual pressure was held and a femstop was applied. Three units of packed red blood cells (prbcs) were transfused. The activated clotting time (act) was 216. It was reported that the hematoma resolved the next day, but the bleeding around the sheath restarted, which required the impella cp to be removed. A covered stent was placed to the femoral artery. The device was removed with a bridge to a new impella cp; however, the patient subsequently expired on support. Access site bleeding (hematoma) can be attributed to the patient's underlying coagulopathy as evidenced by the elevated inr level. While on support, the impella functioned at p-6 at 2.7l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old male patient with a past medical history of end-stage renal disease and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending artery (lad), left main (lm), and left circumflex arteries. During the procedure, a large hematoma was noted after peel-away sheath removal. The patient's international normalized ratio (inr) lab value was almost 4 at the time. The stick appeared to be high. Manual pressure was held and a femstop was applied. Three units of packed red blood cells (prbcs) were transfused. The activated clotting time (act) was 216. After two days, the device was removed with a bridge to a new impella cp; however, the patient subsequently expired on support. Access site bleeding (hematoma) can be attributed to the patient's underlying coagulopathy as evidenced by the elevated inr level. While on support, the impella functioned at p-6 at 2.7l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support.